Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was intended to be implanted in the endovascular treatment of a 180mm thoracic aortic aneurysm. It was reported that during the index procedure, while performing total arch replacement (tar) and the open stent grafting (osg), the tip of the delivery system got caught on the outer curvature due to anatomical reasons. It was reported that it was thought the tip of the delivery system got stuck on a non mdt device at the greater curvature area of the thoracic aorta. These positioning difficulties resulted in the tip of the delivery system getting deformed and bent before it was removed. The device was replaced and the procedure was completed successfully. As per the physician the cause of the event was anatomy. No additional clinical sequalae were provided and the patient is fine.